Manufacturer narrative:
(B)(4) upon further information this investigation will be updated.

Event description:
Boston scientific received information that this device had displayed an out of range low shock impedance measurement. It was suspected there was interference with a neurostimulator as the patient was a part of a study, but this was ruled out and normal shock impedance measurements were obtained when doing a manual measurement test while the neurostimulator was on. Also performing two r wave synchronized shocks showed normal shock impedance measurements. This investigation is going. No adverse patient effects were reported. Additional information from engineering noted that the low out of range shock impedance measurements may be been caused by noise. It was noted that two separate manual shock tests showed normal shock impedance measurements.